Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found. Product codes updated (68 code no longer available).

Event description:
Consumer complaint of about high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 120-135mg/dl fasting. Verified the strips expire 05/31/2017. Customer confirms the strips are stored properly. Customer was unable to confirm when the test strips were first opened. Customer performed back to back blood test, 186mg/dl and 177mg/dl fasting. Reviewed meter memory: (B)(6). No adverse event reported.

Event description:
Consumer complaint of high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 120-135mg/dl fasting. Verified the strips expire 05/31/2017. Customer confirms the strips are stored properly. Customer was unable to confirm when the test strips were first opened. Customer performed back to back blood test, 186mg/dl and 177mg/dl fasting. Reviewed meter memory: 1:206mg/dl (B)(6) 2015 09:42:59 am fasting: yes; 2:405mg/dl (B)(6) 2015 09:42:59 am fasting: yes; 3:163mg/dl (B)(6) 2015 09:42:59 am fasting: yes; 4:182mg/dl (B)(6) 2015 09:42:59 am fasting: yes; 5:179mg/dl (B)(6) 2015 09:42:59 am fasting: yes. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.